Event description:
The PICC had been in place without incident. Noticed a piece of wire in the extension tube about 5-7cm long. The PICC was removed and the piece was aspirated out with a syringe.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.